Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the caregiver dropped the ilet and the screen became cracked and shattered, though the device continued to function. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health status and no medical intervention. Investigation included customer interview and device history review. Investigation of this case revealed physical damage to the display consistent with accidental drop, with no evidence of functional failure of other components. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated accidental damage due to mishandling.